Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving saline at an unknown concentration and dose via an implantable pump for non-malignant pain and peripheral neuropathy. It was reported that the pump status and/or event log showed a motor stall occurred. The patient did not recently have an MRI. The pump logs revealed a low reservoir alarm on (B)(6) 2016. The date of the motor stall wasn't given or known. The patient was seen ¿up north¿ before and the pump was not effective for him, so saline was put in the pump. The pump alarm was silenced and the pump was to be explanted in about a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.